Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00003.

Event description:
It was reported that the tips of a screw inserter and dorsal height adjuster broke off while removing previously implanted screws. An alternative screw inserter was used to complete the procedure. There were no reported patient impacts reported. This is report one of two for this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned driver was examined. The tip has fractured off and the welds holding the alignment block have fractured causing the alignment block to disassemble. The tip likely fractured due to forces being applied that exceeded the mechanical capabilities of the driver and subsequently caused the forces to be transferred to the alignment block which caused the welds to fracture off from the driver. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tips of a screw inserter and dorsal height adjuster broke off while removing previously implanted screws. An alternative screw inserter was used to complete the procedure. There were no reported patient impacts reported. This is report one of two for this event.